Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint as the temperatures during production and quality testing did not exceed requirements. The returned attachment was tested by manufacturing personnel and did not meet production specification for run noise, leak, cap removal and sheath rotation specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 37.7°c and 36.9°c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Head cavity looked good. Cap cavity and cap end bearing components were found with some debris. Some contact was also seen between cap button and pusher. It is possible that the contact between this two components at high rotational speed led to the head overheating reported in the complaint but that couldn't be verify through testing.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.